Event description:
Battery is not malfunction.

Manufacturer narrative:
Field svc replaced the alarm pcb 2 to correct problem. Lab testing: oxidation found on edge connector on the pcb. Testing of the pcb in a test unit found no alarm failures. Failure may have been caused by oxidation on the pcb edge connector.